Event description:
Caller reported a malfunction on the pump, indicated by malfunction code 3, which was not resettable. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Cts arranged for a replacement of the malfunctioning pump, confirmed shipping details, and provided instructions on storing and returning the faulty pump. Caller acknowledged the instructions and agreed to use mdi as backup therapy until the replacement pump, equipped with updated software, arrives.